Manufacturer narrative:
Other relevant device(s) are: product ID: 9735843. A medtronic representative went to the site to test the equipment. It was reported that the cable connection to the camera coming from the cart arm was disconnected. The cable was re-connected, cart arm stressed and tested. The camera ethernet cable was replaced and this resolved the issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the camera has an amber light on it and states "localizer not connected" site was unable to clear with a reboot. No patient present. On 2020-feb-13 additional information received. It was reported that the camera ethernet cable was replaced and this resolved the issue. On 2020-feb-13 it was reported that the camera was not replaced because it was discovered that it was not the issue. This issue occurred during set-up, the site still had their old equipment so they used that for set-up and proceeded with the case with no issues. The cause of the issue was determined to be that the camera cable has come loose. The cables were re-connected and the system is now functioning as intended.